Manufacturer narrative:
Email is: regulatory.responses@icumed.com no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported that during priming, the cassette had not been connected to the patient yet, and a high pressure alarm occurred with the pump. Another pump was used with the same results. A new cassette was used and the patient was able to successfully continued with the infusion. It was further reported that the patient was hospitalized for a few days due to tachycardia and other issues, however it was was not clearly reported if the hospitalization was related to the cassette issue. No further information is available.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.